Manufacturer narrative:
Calibration data showed no issues. Quality control recovery surrounding the event was acceptable. A review of alarm trace data did not show any relevant alarms. The field service engineer inspected the instrument. The reaction vessel, nozzles, and wash station were cleaned. A missing thumb screw on the vacuum nozzle was replaced. Ise checks, precision testing, and patient results met specifications. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas pro ise analytical unit. The same patient sample had discrepant test results when tested on a cobas c 503 analytical unit. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the cobas c 503 analytical unit. No questionable results were reported outside of the laboratory. The customer decided to repeat the samples due to data flags received for other tests results from the samples. The sample initially resulted in a sodium value of 138.8 mmol/l and it repeated as 136.9 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 132.0 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The serial number of the cobas pro ise analyzer is (B)(6). The investigation is ongoing.